Event description:
Event description boston scientific, crm received information that this cardiac resynchronization therapy defibrillator (crt-d) device had a monitoring voltage pre-implant of 3.11 v. The prior monitoring voltage had been 3.23. V. The boston scientific sales representative stated that two weeks ago she turned the radio frequency (rf) functionality in the programmer and then interrogated the device. A boston scientific technical services (ts) consultant recommended returning the device. This was noted prior to implant.